Event description:
It was reported that an asymptomatic patient presented to the clinic with post-sensed t-wave oversensing on the ventricular lead. The patient received inappropriate therapy as a result. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.